Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was stalled for one week and a revision was done. The patient outcome was noted as recovered without sequelae.

Event description:
Additional information received indicated that there was no catheter revision done, only a pump replacement due to end of life. The motor did stall 1 week prior to replacement and cause of stall was end of life.

Event description:
It was reported that following surgery the physician stated that the "pump wouldn't work", though the catheter was successfully implanted. At the time of surgery, the pump wasn't replaced as there were no other pumps available for implant. It was stated that the patient had to stay in the hospital for the next three days while a new pump was acquired.

Manufacturer narrative:
(B)(4).